Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. A pump was used for the irrigation of sheath. It has been mentioned that after ablating with farawave in left atrium, the guidewire was retracted into farawave and was exchanged for non-boston scientific device. During aspiration of faradrive, many bubbles were seen in the syringe even after >50cc of fluid drawn. The physician identified leaky valve where blood and saline was slowly dripping out and air was entering. The physician declined changing to a new faradrive and held down on the valve firmly to advance the non-boston scientific device into the faradrive. The physician used a finger tightly against the valve as a temporary measure to stop leaking. Blood loss from leaking was minimal with no clinical consequences. Leaking did not stop. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. A pump was used for the irrigation of sheath. It has been mentioned that after ablating with farawave in left atrium, the guidewire was retracted into farawave and was exchanged for non-boston scientific device. During aspiration of faradrive, many bubbles were seen in the syringe even after >50cc of fluid drawn. The physician identified leaky valve where blood and saline was slowly dripping out and air was entering. The physician declined changing to a new faradrive and held down on the valve firmly to advance the non-boston scientific device into the faradrive. The physician used a finger tightly against the valve as a temporary measure to stop leaking. Blood loss from leaking was minimal with no clinical consequences. Leaking did not stop. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.